Event description:
It was reported that bd bd maxplus needleless connector was leaking the following information was received by the initial reporter with the verbatimleaking/breakage at the connection of the tubing and and the y-site connector. (Same as previous 2 incident reported).

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of leaking/breakage at the connection could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material mpx5300-c because the lot number is unknown. The root cause of this failure could not be identified without a failure investigation. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional information was provided.